Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating, and the pump would not charge despite the use of multiple cables and adapters. The customer's blood glucose was 239 mg/dl. The customer changed the usb cable and power source, and successfully charged the pump.